Event description:
IV pump running d10 as replacement for enteral feeds malfunctioned; did not deliver d10 at appropriate rate. Caught by writer when it was noted that too much volume was left in dextrosebag; there were drips in the drip chamber, but very slow. Pump had alarmed upstream x1 earlier in shift, but line was reviewed and alarm was cleared. Pt ultimately had hypoglycemic episode and required d50. Pump exchanged, drip rate noted to be much faster on new pump versus malfunctioning pump. FDA safety report ID# (B)(4).